Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, and difficulty ambulating. It is also alleged that the patient suffers from loosening and 'popping' sensations.

Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, and difficulty ambulating. It is also alleged that the patient suffers from loosening and 'popping' sensations. **update: (B)(4) 2013 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 10/26/2016: pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note for the right hip indicated pseudotumor. A dor was provided for the left hip which indicated pain altr, and loose stem. Lab values for metal ions were provided on (B)(6) 2013 (before the r hip dor) and they were indicated to be high. The right hip stem is reported on (B)(4). Lab values were provided on (B)(6) 2016 (before the left hip dor) and both cobalt and chromium were indicated to be below 7ppb. One of the unk implants is being changed to the left hip stem for loosening.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records for the 2356541 lot code did not reveal any related manufacturing deviations or anomalies. A complaint database search did not find any other complaints against the remaining provided product and lot combinations. Review of the device history records and/or a complaint database search was not possible for the unknown products as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.